Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported elevated platelet backgrounds and recovery on controls and approximately five drops of clear fluid leaked outside the instrument at the end of system startup involving the coulter act diff 12 analyzer. The customer performed troubleshooting but was unsuccessful. The customer was advised to use proper personal protective equipment (ppe) prior to further troubleshooting and had on gloves and eye protection. The customer replaced the dual diluent filters then primed the instrument several times and resolved the issue. The operator did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The instrument was in normal operation.